Event description:
It was reported that there was a difficultly in draining water from the foley catheter before use.

Manufacturer narrative:
The reported event could not reproduced during investigation and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. Risk review, labelling review, and DHR review are not required as event has already being investigated. Corrections made to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficultly in draining water from the foley catheter before use.